Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead exhibited high impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implant (B)(6) 2002.

Event description:
It was reported that the right ventricular (rv) lead exhibited rising impedance. The lead remains in use. No patient complications have been reported as a result of this event.